Manufacturer narrative:
Image review: three static images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 86.4mm with a perimeter derived diameter of 27.5mm, suggesting a size 34mm evolut. The native aortic valve leaflets appeared to be significantly calcified. Fluoroscopic valve load inspection was performed and confirmed a successful load. It was reported that an infold occurred after one recapture, which was evident by the provided images, and subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 20 minutes took place due to the infold.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received inside a heart valve return kit jar in clear 0.2% glutaraldehyde solution. As received, all leaflets were in a partially closed position with a gap between the free margins. The leaflets were stiff with signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the delivery system for an extended period of time. Remnant bloody host tissue found on two commissures. All commissures were intact. The valve was received in a compressed state with the inflow aspect exhibiting a reniform appearance. The tissue around the valve skirt appeared dry with signs of imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being inside the delivery system for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation could not be performed. Conclusion: the device history record (DHR) and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. There was a rework for foreign loose particles or fibers, but the valve was found as acceptable after the rework. DHR review did not show any deviations in the manufacturing process. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The patient¿s calcified anatomy likely contributed to the reported event. Central regurgitation, including aortic, is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The patient¿s calcified anatomy likely contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was correctly loaded. Upon first deployment attempt, the valve was positioned too high and was recaptured. Upon the second deployment attempt, an infold and subsequent severe aortic insufficiency was observed. The infold was caused by severe calcification. The valve was not released, and was removed from the body. A new valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-34 (lot: 0012362241), product type: 0195-heart valves. Product ID: l-evolutfx-34 (lot: unknown), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.